Event description:
Customer alleged a week old replacement l/r motor gear assembly, left side, is grinding, and right side brake will not hold, and causing chair to veer every time it comes to a stop. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3grxbase, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states new left & right motor / gearbox assemblies in (B)(6) 2012. The dealer called stating that the left side motor is allegedly grinding and the brakes on the right allegedly will not hold causing the chair to veer. Quote # (B)(4) was issued. The product is to be returned to invacare for an inspection and evaluation.